Event description:
The customer reported the ventilator alarmed and would not power on. The customer reported the unit was not in use therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) confirmed the reported problem. The fse replaced the cpu pcb board to correct the reported problem. Applicable final testing was performed per operating specifications and passed. Loss of power during normal ventilation operation may result in shutdown of device.